Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. Device evaluated by MFR.: the device was returned for an analysis and underwent a visual and tactile examination. A leak test identified a balloon pinhole located approximately 3mm distal of the distal markerband. There were no kinks or damages found on the shaft of the device. No issues were noted on the tip and markerbands.

Event description:
It was reported that balloon failure to deflate occurred. The target lesion was located in the left forearm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, after the device entered the vessel, it could not dilate. When it was removed from the patient's body, it was noted that the balloon was damaged. The procedure was completed using another of the same device. No complications reported, and patient status was stable. It was further reported that the balloon broke.

Event description:
It was reported that balloon failure to deflate occurred. The target lesion was located in the left forearm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, after the device entered the vessel, it could not dilate. When it was removed from the patient's body, it was noted that the balloon was damaged. The procedure was completed using another of the same device. No complications reported, and patient status was stable. It was further reported that the balloon broke.

Event description:
It was reported that balloon failure to deflate occurred. The target lesion was located in the left forearm vessel. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, after the device entered the vessel, it could not dilate. When it was removed from the patient's body, it was noted that the balloon was damaged. The procedure was completed using another of the same device. No complications reported, and patient status was stable.